Event description:
It was reported a 6f angio-seal sts device was used to seal the arteriotomy site. A pre-deployment angiogram had been performed. Approximately three hours after deployment the pt experienced leg pain with symptoms of claudication. Distal pulses pre-angiogram were 3+ and post-angiogram the distal pulses were 0. An angiogram of the right leg revealed thrombus in the superficial femoral artery (sfa) occluding distal flow to the right leg. A percutaneous balloon angioplasty was performed restoring flow to the leg. An angiogram was performed post angioplasty which revealed what appeared to be suture distal to the deployed angio-seal. The pt was taken to surgery for an embolectomy where the surgeon confirmed the angio-seal device has been deployed correctly, a small portion of collagen was within the artery but was not the cause of the thrombus formation of femoral occlusion. The surgeon noted a raised plaque at the site of the puncture. The angio-seal device was removed. The pt was reportedly recovering without complication.